Manufacturer narrative:
The customer contact reported patient identifier, age, and weight was not available. The hospital biomed performed a checkout of the equipment and found it to function within manufacturer's specifications.

Event description:
The hospital reported that, during a case, the unit had a system failure. The anesthesia machine was replaced. There was no reported patient injury.